Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Via the FDA it was reported on medwatch report (B)(4): "while inserting screw during a bunion surgery a piece of the tip of a screwdriver broke off during md use. The broken piece was retrieved. An x-ray was obtained with no harm to the patient. No evidence of a foreign body was observed" right foot bunionectomy.

Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Note that this instrument is already several years in use (manufactured in feb. 2014). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. As per IFU ((B)(4)): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! Only use an instrument for its intended purpose. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Careful handling and storage of the product is required. Scratching or damage to the instruments can significantly reduce the strength and fatigue resistance of the product." As per cleaning and sterilization guide ((B)(4)): ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. Stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses.¿ if the device has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications.

Event description:
Via the FDA it was reported on medwatch report # (B)(4): "while inserting screw during a bunion surgery a piece of the tip of a screwdriver broke off during md use. The broken piece was retrieved. An x-ray was obtained with no harm to the patient. No evidence of a foreign body was observed" right foot bunionectomy.